Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the eternal pulse generator had intermittent operation, device required a battery shortening bar. Analysis also noted that the output connector assembly was broken, keypad was scratched, and the display wire was pinched but the wire insulation was not exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer encounters a power failure whenever the device is bumped or shaken. The user indicates new batteries have been inserted. The device has been returned for service. There was no patient involvement.